Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device would not communicate upon receipt. Device connection to an external power supply found a normal current drain. The original battery was sent to the manufacturer for further testing. An internal short within the battery was found to be the cause for no communication. No complaint was received with return of the device. Failure (event) observed during analysis.